Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a cracked motor collar on channel b was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a damaged tube load motor collar. The channel b pump head module was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a cracked motor collar on channel b. It is unknown when this event occurred but was reported to have occurred in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.